Event description:
New information notes that significant ra noise, oversensing was observed. The lead was capped on (B)(6) 2017.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that occasional inappropriate ams due to oversensing was observed. The lead was capped and replaced. The patient was in good condition pre and post-procedure.